Event description:
It was reported that the patient is post coronary artery bypass graft. The right ventricular (rv) lead exhibited under-sensing and high thresholds. The rv lead remains in use. No patient complications have been reported as a result of this event.